Event description:
Case description: investigation results: novopen 5 - batch unknown no investigation was possible, because neither sample nor batch number was available. Novolin 30r penfill - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: nvestigation results updated. Annex b, c, d, g codes added. Relevant fields updated in EU/ca tab and device addendum tab. Narrative has been updated accordingly. No further information was available. Final manufacturer's comment: (B)(6) 2023: the suspected device novopen 5 has not been returned to novo nordisk. No investigation was possible, because neither sample nor batch number was available. With limited information regarding the patient's handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause in relation to functionality of novopen 5. Extra dose administered is a plausible explanation for hypoglycemia. H3 continued: evaluation summary novopen 5 - batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hypoglycemia [hypoglycaemia]. The piston rod could not be reset [device malfunction]. During use, nothing was pushed and no medication came out [device failure]. The patient was worried the insulin was not injected successfully, so the patient immediately injected the medication again [extra dose administered]. Case description: this serious spontaneous case from china was reported by a consumer as "hypoglycemia(hypoglycemia)" with an unspecified onset date, "the piston rod could not be reset(device component malfunction)" with an unspecified onset date, "during use, nothing was pushed and no medication came out(device failure)" with an unspecified onset date, "the patient was worried the insulin was not injected successfully, so the patient immediately injected the medication again(extra dose administered)" with an unspecified onset date, and concerned a 93 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", novolin 30r penfill (insulin human) (dose, frequency & route used-30 iu, qd(20 u in the morning and 10 u in the evening)) from unknown start date for "type 2 diabetes mellitus", patient's height: 160 cm. Patient's weight: 65 kg. Patient's bmi: 25.390625. Dosage regimens: novopen 5: novolin 30r penfill: current condition: type 2 diabetes mellitus(history of diabetes mellitus for 30 years). On an unknown date, the piston rod could not be reset. During use, nothing was pushed, and no medication came out. According to the package insert of novopen, the hotline instructed the patient's relative to perform flow tests to make the piston rod closely touch the plunger in the insulin cartridge. The medication liquid could be pushed out from the needle normally. The malfunction was removed. During the communication, it was learnt that as nothing was pushed when injecting, the patient was worried the insulin was not injected successfully, so the patient immediately injected the medication again. This caused hypoglycemia and the patient was hospitalized. For this cause, hypoglycemia occurred twice, and the patient was hospitalized twice. Hospitalization details were not reported. Event onset date was not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Batch numbers: novopen 5: not reported. Novolin 30r penfill: not reported. Action taken to novopen 5 was not reported. Action taken to novolin 30r penfill was not reported. The outcome for the event "hypoglycemia(hypoglycemia)" was not reported. The outcome for the event "the piston rod could not be reset(device component malfunction)" was not reported. The outcome for the event "during use, nothing was pushed and no medication came out(device failure)" was not reported. The outcome for the event "the patient was worried the insulin was not injected successfully, so the patient immediately injected the medication again(extra dose administered)" was not reported. No further information was available. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".